Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor resistor no motor error alarm noted. Motor passed motor test. Unit received with scratched lcd window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 357 mg/dl at the time of the call. The customer stated that they were able to rewind the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.